Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor ran jumpy and the thickness control lever was stuck. The switch, switch mount, plug harness assembly, spring seal, bearing, eccentric shaft, thickness control lever, and ball detent were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was found in need of repair. Contact stated that the repair tag was very vague and only said that the device was not working. The event took place during surgery. Investigation found the motor was jumpy. No adverse event was reported as a result of this malfunction.